Manufacturer narrative:
A review of the device history record revealed no anomalies.

Manufacturer narrative:
The patient reportedly experienced a contusion trauma, with swelling of soft tissue and dehiscence. The patient was treated with gentamicin cream locally and cephalosporin orally one week after the trauma and continued for two months. Advanced bionics considers the investigation into this reportable event as closed. The patient was reimplanted and the newly implanted device was activated. This is the final report.

Event description:
The pt reportedly experienced head trauma, resulting in a laceration and infection at the implant site. The pt was treated with gentalyn. The pt was hospitalized in (B)(6) 2012 and the pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant. The explanted device was disposed of by the facility.